Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump may not be functioning properly. The customer reported that he had been experiencing high blood glucose levels. Blood glucose level at the time of the incident was 488 mg/dl. The customer reported that the day before the call, he had a blood glucose level of 180 mg/dl, bolused, and went to sleep. Customer reported that he fell asleep and woke up with a blood glucose level over 300 mg/dl. The customer reported that he was shaking and had an increased heart rate. The customer declined completion of the troubleshooting process and stated that he would perform a set change and monitor the device. The insulin pump was not replaced or returned for analysis.